Manufacturer narrative:
Retainer ring=black the insulin pump was returned for pump error 23 alarms found on (B)(6) 2021. The insulin pump¿s history and trace files downloaded successfully using thus software. The device passed displacement test and self test. No pump error 23 alarms noted during testing. Pump error 23 alarm noted in the insulin pump history files on (B)(6) 2021 at 10:31am. However, pump error 23 alarmed when battery was removed for more than 10mins. No unexpected pump error 23 alarms noted when battery was removed. The insulin pump was cut open to perform visual inspection and found moisture damageon the electronic assembly (pcba 1). P-cap / reservoir locks properly into place. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and faded serial number label. Pump error 23 unexpected alarms not confirmed during testing. However, moisture damage noted in the battery tube and on pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm 3 times in morning and again 2 times occurred. Customer stated that they were able to complete pump rewind. Customer stated that alarm occurred after battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.